Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure or any kind of intervention was necessary. The device has been returned for investigation. There was no injury caused to the patient, however, a repeat procedure was done.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Visual inspection showed that the needle was only partially advanced. The plunger did not fully push the trocar needle. We were unable to determine the cause of the issue. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.